Manufacturer narrative:
An event regarding malposition involving an accolade stem (pr 976997) was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. A review of the provided information by a clinical consultant concluded that: stem malposition in varus has caused direct contact of stem tip with lateral femoral cortex causing a local overload condition with secondary bone reactions of cortical hypertrophy and pedestal formation while further supported by the proximal calcar bone atrophy. These are all signs that are consistent with distal stem loading which represents a recognized cause for thigh pain. There is no allegation of failure against the metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Occasional thigh pain following total hip replacement on (B)(6) 2013- product accolade ii. Patient reported thigh pain during study visit.

Manufacturer narrative:
Should additional information become available, it will be submitted in a follow-up report upon completion of the investigation. Device remains implanted.

Event description:
Occasional thigh pain following total hip replacement on (B)(6) 2013- product accolade ii. Patient reported thigh pain during study visit.